Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.